Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(6). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy with hemostasis procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but was difficult to release from the catheter. Eventually, the clip was then released. Reportedly, it was noted that the yoke broke off and was left in the patient. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: problem code 2906 captures the reportable event of clip difficult to release from the catheter. Block h10: investigation results a visual examination of the returned complaint device found that the clip assembly was not returned with the device. There was evidence that the device was fully deployed, as the yoke was returned detached from the control wire. It was further noted that the yoke returned fully separated. Additionally, the catheter was kinked at the most distal section. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy with hemostasis procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but was difficult to release from the catheter. Eventually, the clip was then released. Reportedly, it was noted that the yoke broke off and was left in the patient. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.